Manufacturer narrative:
Additional information about blood glucose has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose was 180 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had triggered threshold suspend event and it was shutting off everything. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was below 40 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. It was also reported that the customer experienced hypoglycemia and blood glucose level was 40 mg/dl at the of suspended. The sensor will not returned for analysis.